Manufacturer narrative:
Lot 13453210: UDI (B)(4), lot 15267002: UDI (B)(4), lot 13945902: UDI (B)(4). The conformable gore® tag® thoracic endoprosthesis instructions for use state that potential device or procedure related adverse events include death. Additional devices implanted and/or related to this event: tgu373715/15267002 and tgu454515/13945902. The review of the manufacturing paperwork verified that these lots met all pre-release specifications.

Event description:
On (B)(6) 2017, the patient was implanted with conformable gore® tag® thoracic endoprostheses to treat a descending thoracoabdominal aortic aneurysm. Prior to the conformable gore® tag® thoracic endoprostheses implantation the patient underwent an open bypass of the visceral vessels with a trifurcated graft. This procedure anastomosed the common iliac artery with both renal arteries and the superior mesenteric artery (the celiac artery was already occluded). It was reported that post bypass surgery the physician then implanted three conformable gore® tag® thoracic endoprostheses. The patient tolerated the procedure. Within 24 hours post implant, the patient became unstable and expired on (B)(6) 2017, due to exsanguination.